Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). In addition, a direct correlation between the device and the reported cardiogenic shock could not be conclusively established through this evaluation. The pump was returned assembled with the driveline (dl) cut approximately 0.25¿ from the pump housing and the remaining distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outflow elbow was returned attached to the pump's outlet port. The sealed outflow graft and bend relief were returned detached from device. The bend relief collar was not returned. Upon disassembly of the pump, examination of the proximal side of the outlet stator revealed a thrombus formation surrounding the outlet bearing ball and partially obstructing the blood flow path. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be conclusively determined. The darker areas of denaturation on the thrombus as well as the concentric contact marks noted on the distal, tapered end of the rotor indicate that the thrombus was present while the pump was supporting the patient; however, the duration of time that it was present in the device could not be determined. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, it could have contributed to the report of elevated ldh. In addition, the thrombus formation could have potentially contributed to the reported power elevations that were confirmed through previous submitted log files (refer to MFR #s 2916596-2017-01910, 2916596-2018-02053, and 2916596-2019-01021). Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Upon removal of the observed deposition, the device was cleaned. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any wire discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for nasua/vomiting and elevated lactate dehydrogenase (ldh) of 1404 u/l. The patient started going into cardiogenic shock despite inotropic and pressor support. The patient had an impella placed to support their hemodynamics and was maintained on that for 3-4 days. Once this was achieved patient was taken to the operating room (or) for a pump exchange.